Manufacturer narrative:
Method: manufacturing record review, complaint history analysis and risk assessment. Results: a thorough investigation could not be performed due to the unavailability of the implicated device. The manufacturing record could not be reviewed because the batch number of the implicated device was unknown. Complaint review: complaints involving 64 instruments were received regarding tip breakage issue. Because of the recurrence of the issue, corrective actions have been implemented which include a new design of the instrument tip. As the lot number is unknown, it is not possible to determine if the reported device belong to the old or the new design. Risk assessment: in this case, the surgery was completed successfully with no report of adverse consequences or surgical delay. Conclusion: according to the lack of information, no conclusion can be drawn. Device discarded - not returned for evaluation.

Event description:
It was reported "an event of breakage of the involved product. The opinion of the surgeon was that the breakage was due to the force applied during the tightening. The surgeon completed successfully the surgical procedure without any delay in the procedure. No parts of the broken item fell down into the patient. "